Manufacturer narrative:
The beckman coulter internal identifier is case-(B)(4). The customer did not provide patient demographics such as age, date of birth, gender, weight, ethnicity or race. A beckman coulter field service engineer (fse) was dispatched to assess system performance. Fse cleaned/replaced damaged cuvettes, replaced the bent sample probe, replaced chipped mixer bar, removed obstruction from wash nozzle and replaced the reagent syringe. In conclusion, the cause of this event is a hardware malfunction.

Event description:
The customer reported the generation of erroneous low ast (aspartate aminotransferase), creatinine and total bilirubin patient results generated with (*) flags on their au5800 clinical chemistry analyzer (* flag states > linearity error in rate method). There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics. Customer technical support (cts) assisted the customer in troubleshooting the issue over the phone. Customer found damaged mix bars on the outer ring; cst assisted the customer in moving all assays from outer to inner ring. Reagent blank (rb), acal (calibration) and qc (quality control) were run. The affected samples were re-analyzed on the inner ring. Customer provided one example of erroneous patient results: units for the assays are as follows: ast (u/l) the initial ast result on outer ring was 9 u/l with an ¿*¿ flag. The repeat ast result in inner ring was 20 u/l. A beckman coulter field service engineer (fse) was dispatched the customer site.